Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 10/11/2024, it was reported that the pediatric patient experienced exhaustion, thirstiness, and confusion, and the cgm was reading 3.1 mmol/l, and a blood glucose reading was 22.2 mmol/l. The patient went to the hospital and was treated with intravenous insulin. The patient arrived at the hospital around 10:00pm and was discharged the day after around 03:00pm. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.